Manufacturer narrative:
The reported events of backup mode, premature discharge of battery and inability to interrogate were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
During a remote follow up, the device was observed to be in back up mode. The patient presented in clinic and the device was unable to be interrogated. Technical support was contacted and premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.